Event description:
On deck. Customer reported that her sensor readings are inaccurate. She stated, she had a bent cannula the other day. Other days, her sensor reading will be 400, 450, and 475 mg/dl, but her blood glucose will not be high. She stated that usually her sensor reading will be around 300 mg/dl, but her blood glucose will be 150 or 160 mg/dl. Customer has treated based off the sensor, but no longer does because she does not trust the sensor. The inaccuracies have occurred with two sensors. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.